Manufacturer narrative:
Product investigation summary: the returned device was visually inspected and the lasso loop was found deformed, then, during the second visual inspection, the lasso loop was found damage with exposed metal. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Per the condition observed a scanning electron microscope (sem) testing was performed and the results showed evidence of mechanical damage and a hole on the surface of the spine cover. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The damage on the lasso loop does not appear to be caused by any internal bwi processes since the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a lasso® nav eco variable catheter. When the lasso® nav eco variable catheter was connected, ¿error 116¿ was displayed. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The catheter was returned to the biosense webster inc. (Bwi) failure analysis lab (fal) for investigation. Initial visual analysis was performed on (B)(6) 2018 and identified the catheter to be ¿deformed¿ upon receipt. The issue of ¿loop of catheter physically deformed¿ is not a reportable malfunction since the most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. During further evaluation, the fal conducted a second visual analysis on (B)(6) 2018, the lasso loop was found deformed & metal exposed was observed close to ring # 20. As such, a scanning electron microscope (sem) evaluation confirmed evidence of mechanical damage and a hole on the surface of the spine cover. It was assessed that the internal parts being exposed is a reportable malfunction. Therefore, the awareness date of this reportable malfunction is (B)(6) 2018.